Manufacturer narrative:
On january 13, 2025, mentor became aware that the patient also experienced bilateral contour deformity and ptosis in addition to left side rupture. On january 16, 2025, device re-evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual analysis of the returned sample sal smooth rnd diap 225cc breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm on the posterior view. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental report is for patient's left side device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2025, mentor became aware that the patient underwent bilateral replacement surgery with catalog number 3501630; serial number (B)(6) on the left side, and with catalog number 3501630; serial number (B)(6) on the right side on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the mentor failure analysis lab received the device for evaluation. As per the device and paperwork received, the following information has been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile" field d4 for catalog number has been updated to "3501630" field d4 for unique identifier (UDI) has been updated to "(B)(4)." D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On (B)(6) 2025, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual analysis of the returned sample sal smooth rnd diap 225cc breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm on the posterior view. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device; therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. D6b explantation date: (B)(6) 2024. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her left side postoperatively; diagnosed over the phone and in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024. Replacement catalog number 3501630 have been placed.